Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had prime rewind anomaly and the drive support cap was sticking out. The blood glucose was 106 mg/dl at the time of the incident. Customer stated that, the insulin was squirting out during the manual prime process and during the prime process. Customer states they were not wearing the pump during priming. Customer stated that, the motor did not slow down nor did numbers ramp up on the screen. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.